Event description:
Pt had a tearing sensation in the lower quadrant. After this, he noted that the reservior was palpable in that area and was found to be located in the lower inguinal canal and is palpable. He was admitted for replacement of his ippi reservoir. Other devices by co that were left in as still functioning were the ipp and the quick connect.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown, none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.